Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was occluded. The following information was received by the initial reporter with the following verbatim: filter was being used to prime with lipids but after passing through the filter, lipids would no longer prime through remaining end of tubing.

Event description:
No additional information

Manufacturer narrative:
Additional information: initial reporter address. Investigation results: it was reported that the lipids would not flow past the filter. One used and one unused sample model 20127e, lot 24039407 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a 10 ml bd syringe filled with water. The unused set was able to be flushed while the used set was unable to be flushed. Visual inspection under the microscope showed signs of excess solvent at the filter port outlet. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, excess solvent can be due to the assembler or issues with the solvent dispenser. A device history record review for model 20127e lot number 24039407 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.